Event description:
A customer reported that a pump stopped functioning unexpectedly. There was no reported information about the blood glucose level impact. However, during a later check, the pump started, charged, and was recognized by a computer with no alerts or alarms, successfully delivering a 5-unit bolus. Despite this, a replacement pump was set to be returned.